Event description:
On (B)(6): customer reports they were performing a urology procedure when the system fluoro failed. Staff brought in a portable c-arm fluoro unit and physician completed the procedure without further incident. Customer refused to provide patient or procedural information other than to say the procedure was completed and patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.